Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information unavailable. Section a-5 patient ethnicity: caucasian. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zcu225 intraocular lens (iol) was implanted into the patient's ocular dexter (right eye). Iol was explanted in a secondary surgical procedure due to patient dissatisfaction, wanting more near and not a refractive miss, and replaced with a zku225 18.5 diopter iol. It was confirmed there was no product quality issue that contributed to the iol explant/removal. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. Zcu225 iol is not available for return as it was discarded. Patient outcome post-procedure was reported as vision at potential. No further information is available.